Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ syringe label was missing the 2d barcode, lot number, and expiration date. The following information was provided by the initial reporter: "customer called in reporting they had one of their customers return this item on (B)(6) 2021, due to the label missing the 2-d barcode, lot number and expiration date."

Manufacturer narrative:
Investigation summary: a complaint of labels missing information was received from the customer. A photo was provided to aid in the investigation of this defect. In the photo it was observed that the label was missing information, the customer complaint was confirmed. A device history record review could not be performed on model 309702 because a lot number was not provided by the customer. A possible root cause for this defect is an error with the tyvek during the printing process. A quality alert was issued to aware involved personnel of this issue.

Event description:
It was reported that the bd luer-lok¿ syringe label was missing the 2d barcode, lot number, and expiration date. The following information was provided by the initial reporter: "customer called in reporting they had one of their customers return this item on 26-feb-2021, due to the label missing the 2-d barcode, lot number and expiration date."